Manufacturer narrative:
B5 -narrative information updated. H6 - codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the elevated flow and power was not confirmed. The patient was stable and awaited oht with power trends of 7.2-8.0. The patient had been listed for oht for years and had been in the hospital for the last 3 months waiting for a transplant. They were made a status 1 with exception due to frequent power-spikes and driveline degeneration upon vad interrogation and x-ray. The driveline had previously had an external driveline revision (MFR. Report #2916596-2019-02739). The patient was transplanted on (B)(6) 2025.

Event description:
It was reported that the patient was admitted since (B)(6) 2025 for increased power spikes and a compromised driveline. They were listed for orthotopic heart transplantation (oht) as status 2e. Upon chart review and ventricular assist device (vad) interrogation, it was found that powers appeared to be on upward trend. Log files were sent for review. The log captured transient power and flow elevation associated with the pulsatility index (pi) events. Despite the reported compromised driveline, there was no evidence of any type of driveline electrical conductor issue seen in the log file. Otherwise, the log file captured routine events. There were no notable alarm conditions or parameter changes. The vad had functioned as intended.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed elevations in pump power; however, evaluation of the driveline from (B)(6) did not confirm an issue that would have contributed the reported events. Although a specific cause could not be conclusively determined during this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 7.5¿ from the pump housing. The remainder of the dl was not returned for evaluation. The sealed inflow conduit (inlet extension, flex section, inlet elbow) was returned attached to the pump inlet port. The apical sewing ring was not returned with the device. The sealed outflow conduit (sealed outflow graft, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and the bend relief collar was returned detached from the device. Upon disassembly of (B)(6) visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1, "introduction¿, addresses pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.